Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("no essure coil is identified on the left aspect/ second coil not visualized.") In a 39 year-old female patient who had essure inserted (lot no. 33802, 898932) for female sterilisation. The patient had a medical history of adenomyosis and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2402 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopy salpingectomy (bilateral), cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-n. Essure start date discrepant (B)(6) 2013 or (B)(6) 2012, stop date (B)(6) 2019 or (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: hysterosalpingography, radiologic supervision and interpretation technique: fluoroscopic images obtained by l sebald pac. The cervical canal 1s cleaned. Cannulated and injected. Vath approximately 10 ml omrnpaque-300. Indication: confirm tubal occlusion. Known septate uterus. Findings: the uterus is septated and there is what appears to be a essure devices within the right fallopian tube contrast is seen to fill the left fallopian tube as well as having a free spill on the left. Impression: septated uterus; essure devices seen within the right fallopian tube with tubal occlusion. Tubal patency on the left. Date of examination: (B)(6) 2013. Diagnostic hysterosalpingogram. Indication: confirm essure tubal occlusion - previous left; tubal patency. Findings: visibility was excellent. Cavity: bicornuate; pathology: none seen. Fallopian tubes: right tubal occlusion, left tubal patency - micro insert not visualized in left tube. Diagnosis: bicornuate uterus, failed tubal occlusion with essure device. Technique fluoroscopic images obtained by curtis cox, npc the cervical canal is cleaned, cannulated and injected with approximately 20 ml lsovue-300. Findings the uterus is septate. An essure coil is present in the right fallopian tube, with no flow of contrast into the right fallopian tube the left fallopian tube is patent, with free spill of contrast into the peritoneal cavity. Impression: septated uterus; continued patency of the left fallopian tube alternative form of contraception is recommended. Successful mechanical occlusion of the right fallopian tube. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix, left and right fallopian tubes, total hysterectomy and bilateral. Salpingectomy: cervix: no significant histologic abnormality. Endometrium: weakly proliferative endometrium. Myometrium: no significant histologic abnormality. Left and right fallopian tubes: no significant histologic abnormality gross description : extending from the right cornual region is a previously disrupted medical consistent with an essure coil. No essure coil is identified on the left aspect. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters,patient information, medical history, lab data, lot no., non drug treatment added, event medical device removal update to device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2402 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n essure start date discrepant (B)(6) 2013 or (B)(6) 2012, stop date (B)(6) 2019. Or 07-jun-2019. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure start date updated from 11-feb-2013 to 08-nov-2012, stop dated and medical device removal onset date updated fron 01-jun-2019 to (B)(6) 2019, essure removal via hysterectomy with bilateral salpingectomy added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("no essure coil is identified on the left aspect/ second coil not visualized.") In a 39 year-old female patient who had essure inserted (lot no. 898932) for female sterilisation. The patient had a medical history of adenomyosis and abnormal uterine bleeding. On 08-nov-2012, the patient had essure inserted. On 07-jun-2019, 2402 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopy salpingectomy (bilateral), cystoscopy,). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-n essure start date discrepant 11-feb-2013 or 08-nov-2012, stop date 01-jun-2019 or 07-jun-2019. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 11-feb-2013: hysterosalpingography, radiologic supervision and interpretation technique: fluoroscopic images obtained by l sebald pac. The cervical canal 1s cleaned. Cannulated and injected vath approximately 10 ml omrnpaque-300 indication: confirm tubal occlusion. Known septate uterus. Findings: the uterus is septated and there is what appears to be a essure devices within the right fallopian tube contrast is seen to fill the left fallopian tube as well as having a free spill on the left impression: septated uterus essure devices seen within the right fallopian tube with tubal occlusion. Tubal patency on the left date of examination: 06may2013 diagnostic hysterosalpingogram indication: confirm essure tubal occlusion - previous left tubal patency findings: visibility was excellent. Cavity: bicornuate pathology: none seen. Fallopian tubes: right tubal occlusion, left tubal patency - micro insert not visualized in left tube. Diagnosis: bicornuate uterus, failed tubal occlusion with essure device. Technique fluoroscopic images obtained by curtis cox, npc the cervical canal is cleaned, cannulated and injected with approximately 20 ml lsovue-300. Findings the uterus is septate. An essure coil is present in the right fallopian tube, with no flow of contrast into the right fallopian tube the left fallopian tube is patent, with free spill of contrast into the peritoneal cavity. Impression: septated uterus continued patency of the left fallopian tube alternative form of contraception is recommended. Successful mechanical occlusion of the right fallopian tube. [Pathology test] on 07-jun-2019: final diagnosis uterus, cervix, left and right fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: no significant histologic abnormality. Endometrium: weakly proliferative endometrium. Myometrium: no significant histologic abnormality. Left and right fallopian tubes: no significant histologic abnormality gross description : extending from the right cornual region is a previously disrupted medical consistent with an essure coil. No essure coil is identified on the left aspect. Lot number: 898932 manufacture date:2012-03 expiration date: 2015-03 lot 33802 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.